Manufacturer narrative:
Event was re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the journey ii cr locking femoral impactor bumper right broke due to excessive wear. No harm came to the patient and the implant being utilized was not damaged in the process.